Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 236 mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return and it was found that the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests. The pump was received without a battery cap. Unable to confirm the damage. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner and a corroded battery tube.